Manufacturer narrative:
Concomitant medical products: 3093-28 interstim urinary mgu lead implanted: (B)(6) 2009; 3058 interstim urinary mgu ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker system was removed due to a pocket infection. No further patient complications have been reported as a result of this event.